Event description:
It was reported that the ilet user experienced a low glucose followed by high glucose after breakfast when no meal announcement was made, and oral glucose was reportedly not taken because the user expected the system to resolve the low. Troubleshooting of insulin delivery showed a dry, intact infusion site with proper tubing connection and immediate drops on fill, indicating no device delivery issue, and the relevant device component was the user interface due to the meal announcement workflow. Symptoms included hypoglycemia followed by hyperglycemia ranging from 56 mg/dl to 333 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.